Event description:
On (B)(6)/2009, the pt reported that the piston rod of the infusion device is not retracting properly. He stated that the piston rod makes a grinding noise and stops for a few seconds and continues to retract. He stated that e6 (mechanical) errors and e4 (occlusion) errors have also been displayed. The issue began 2 months ago and was intermittent initially but one month ago, he discontinued use of the infusion device and has been using injection therapy. He stated, he attempted to resolve the issue by changing the battery several times. At the time of the report, the pt performed the change cartridge procedure and the piston rod hesitated at 271 units and then completely retracted. He stated he could hear the grinding noise. He then attempted to extend the piston rod and it stopped at 271 units and would not extend any further. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.